Event description:
The following has been reported: pump problem- remove the pump from service; no logs available a preliminary review of the device logs was not performed. The device was returned for evaluation. New log files were pulled and reviewed indicating an air compressor failure. Upon turning the pump on the air compressor made an abnormal sound before the pump alarmed. The unit was reverted to manufacturing mode where it failed pneumatic recharge testing. Reporting as a conservative measure due to the air compressor issue identified during testing. No adverse effects were reported.